Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was clotting/micro clots/fibrin clots. This event occurred 7 times. The following information was provided by the initial reporter. The customer stated: "seven samples clotted."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was clotting/micro clots/fibrin clots. This event occurred 7 times. The following information was provided by the initial reporter. The customer stated: "seven samples clotted."

Manufacturer narrative:
H.6. Investigation: bd received 5 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for clotting was not observed. 5 production lot in-house retention samples were visually inspected with no issues being identified and submitted to the chemistry lab for testing. All results were within the specification limits of 38u/ml ¿ 73u/ml for catalog 367960. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. All samples (customer and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was clotting/micro clots/fibrin clots. This event occurred 7 times. The following information was provided by the initial reporter. The customer stated: "seven samples clotted.".